Event description:
Information received from the field notes that the patient presented to the hospital with an underlying sinus rhythm of 50 bpm. The device could not be interrogated and there was no response to magnet application. The physician elected to replace the device.